Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
(B)(4). Verbatim: patient reported: please forward this to the appropriate department. In 2010 I had a pinnacle hip replacement. In 2013 it needed revision with a new head. Since then I have been unable to lie on my right side. My spine has some inflammation so lying on it is not possible. On (B)(6) 2015 reopen to follow up for info via post as email address incorrect. On (B)(6) 2016 reopen patient letter received on (B)(6) 2016 dated (B)(6) 2016. Update rec'd (B)(6) 2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was experiencing pain in their hip and elevated metal ion levels. Upon revision a moderate fluid collection around the hip was encountered. The part/lot information was received and the head part/lot is being updated. The liner and stem are being added to the complaint, and the head, liner and stem are now being reported.

Manufacturer narrative:
Conclusion and justification status: the complaint states in 2010 I had a pinnacle hip replacement. In 2012 it needed revision with a new head. Since then I have been unable to lie on my right side. My spine has some inflammation so lying on it is not possible. A review of complaints databases or manufacturing records could not be conducted as no product information was received. The complaint shall be closed with an undetermined conclusion and entered into the complaints system and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Addendum added 25 jan 2016: the complaint was reopened as further information was received. The above conclusion remains unchanged. Updated 5 july 2016: the complaint was re-opened upon receiving the patients medical records. The only change required to the original investigation was to do a complaint search as the product details were in the patients medical records. A worldwide complaint database search found no other reported incident against the provided product / lot combination since release for distribution. The original conclusion remains unchanged. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.